Manufacturer narrative:
Literature citation: jacques heinrich jonck et al. Revision total ankle replacement. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported by jonck et al. In "revision total ankle replacement" that 5 patients underwent revision surgeries due to subsidence. The 5 patients had inbone implanted during the revision surgery. 3 patients had signs of bony ingrowth with no signs of cyst formation or progression. Two patients had failure of revision due to deep infection. One had a transtibial amputation and the other a ttc fusion.